Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain and polymenorrhagia to be related to essure. Diagnostic results: hsg: essure confirmation test. Most recent follow-up information incorporated above includes: on 25-jun-2018: new pfs received- new event back pain was added. Essure removed. Case now incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was evidence of the left essure eroding through the tube under the serosa of proximal tube') and pelvic pain ('severe and persistent pelvic pain/terrible pain in my side like being stabbed it drops me to my knees') in an adult female patient who had essure (batch no. A20068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Hsg: essure confirmation test. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding, chronic cervicitis and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/cramping"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating/ my stomach is extra bloated today/ I look like I am 3 months pregnant"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue"), back pain ("back pain"), anxiety ("anxiety") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("gained 6 lbs "). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue, back pain, weight increased, anxiety and dysfunctional uterine bleeding outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding and fallopian tube perforation with essure. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2014. Essure insertion details: the essure micro insert was inserted into the right tubal ostium. Deployment was completed without complication, and 3 trailing coils were visualized. In a similar fashion, the left tubal ostium was cannulated with the essure micro insert. Deployment was completed, and 3 trailing coils were visualized. Pictures were taken, and the patient tolerated the procedure. Surgical pathological report: uterus, bilateral fallopian tubes: cervix: mild chronic cervicitis, nabothian cysts. Endometrium: benign late secretory phase, endometrium with early stromal breakdown (premenstrual), no chronic or acute endometrium is identified, no endometrial hyperplasia or malignancy is identified. Myometrium: no histopathologic abnormality, right and left fimbriated segments of fallopian tubes: benign paratubal cyst. Concerning the injuries reported in this case, the following ones were reported via social media-weight gain. Concerning the injuries reported in this case, the following ones were confirmed via medical record: fallopian tube perforation, pelvic pain and dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Event "fallopian tube perforation and dysfunctional uterine bleeding" was added. This case is medically confirmed. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a female patient who had essure (batch no. A20068-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue"), back pain ("back pain") and polymenorrhoea ("frequent periods"). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue, back pain and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain, polymenorrhagia and polymenorrhoea to be related to essure. Diagnostic results: hsg: essure confirmation test. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Reporter's information was updated. Added event frequent periods. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was evidence of the left essure eroding through the tube under the serosa of proximal tube') and pelvic pain ('severe and persistent pelvic pain/terrible pain in my side like being stabbed it drops me to my knees') in an adult female patient who had essure (batch no. A20068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Hsg: essure confirmation test. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding, chronic cervicitis and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/cramping"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating/ my stomach is extra bloated today/ I look like I am 3 months pregnant"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue"), back pain ("back pain"), anxiety ("anxiety") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("gained 6 lbs "). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue, back pain, weight increased, anxiety and dysfunctional uterine bleeding outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding and fallopian tube perforation with essure. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2014. Essure insertion details: the essure micro insert was inserted into the right tubal ostium. Deployment was completed without complication, and 3 trailing coils were visualized. In a similar fashion, the left tubal ostium was cannulated with the essure micro insert. Deployment was completed, and 3 trailing coils were visualized. Pictures were taken, and the patient tolerated the procedure. Surgical pathological report: uterus, bilateral fallopian tubes: cervix: mild chronic cervicitis, nabothian cysts. Endometrium: benign late secretory phase, endometrium with early stromal breakdown (premenstrual), no chronic or acute endometrium is identified, no endometrial hyperplasia or malignancy is identified. Myometrium: no histopathologic abnormality, right and left fimbriated segments of fallopian tubes: benign paratubal cyst. Concerning the injuries reported in this case, the following ones were reported via social media-weight gain. Concerning the injuries reported in this case, the following ones were confirmed via medical record: fallopian tube perforation, pelvic pain and dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a female patient who had essure (batch no. A20068-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain and polymenorrhagia to be related to essure. Diagnostic results: hsg: essure confirmation test. Most recent follow-up information incorporated above includes: on 15-nov-2018: ¿update of information (batch is invalid)¿. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a female patient who had essure (batch no. A20068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain and polymenorrhagia to be related to essure. Diagnostic results: hsg: essure confirmation test. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical records received, new reporter and essure lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/terrible pain in my side like being stabbed it drops me to my knees') in an adult female patient who had essure (batch no. A20068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/cramping"), polymenorrhagia ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating/ my stomach is extra bloated today/ I look like I am 3 months pregnant"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue"), back pain ("back pain") and anxiety ("anxiety") and was found to have weight increased ("gained 6 lbs "). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhagia, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue, back pain, weight increased and anxiety outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain, polymenorrhagia and weight increased to be related to essure. Diagnostic results: hsg: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media-weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added.event: anxiety were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/terrible pain in my side like being stabbed it drops me to my knees') in an adult female patient who had essure (batch no. A20068-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, gravida ii, parity 2 and preterm labor. Previously administered products included for an unreported indication: yaz. Concurrent conditions included post coital bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), polymenorrhoea ("my periods were coming early every 18 days and lasting 9-10 days/ frequent periods"), abdominal distension ("bloating/ my stomach is extra bloated today"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure (painful hives and rashes)") with rash and urticaria, headache ("headaches"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), paraesthesia ("pinching sensations"), alopecia ("hair loss"), asthenia ("loss of energy"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("gained 6 lbs "). The patient was treated with hydroxyzine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, polymenorrhoea, abdominal distension, allergy to metals, headache, mental disorder, paraesthesia, alopecia, asthenia, fatigue, back pain and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, back pain, dysmenorrhoea, fatigue, headache, mental disorder, paraesthesia, pelvic pain, polymenorrhoea and weight increased to be related to essure. Diagnostic results: hsg: essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media-weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event gained 6 lbs were added. New reporter were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.